Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance has been steadily increasing and is measuring high. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.